Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for nh3l ammonia (nh3) on a cobas 6000 c (501) module - c501. The sample initially resulted as 220 umol/l and this value was reported outside of the laboratory. The sample was repeated, resulting as 55 umol/l. The repeat value was believed to be correct and a corrected report was issued immediately for the repeat value. The customer also repeated the sample a second time, resulting as 58 umol/l. The patient was not adversely affected. The nh3 reagent lot number was 13694901, with an expiration date of 07/31/2017. The field service engineer determined that the ultrasonic mixers were misadjusted. He adjusted the mixers and ran baseline checks. The customer ran calibration and controls; the results were within customer specifications.